Event description:
It was reported that while at a patient¿s dosing appointment, there was an issue with the generator settings being reset. The physician had previously using the old motion tablet with this patient and today was the first day that the ngp was used (they used the sales rep's programming system). The patient has a model 103 device. They interrogated the patient's vns and noted that the vns had been reset -- all of the output currents were 0ma. He stated that an error code popped up but he didn't see what it said before they clicked through it. He then stated that they looked up the patient's previous settings from a past session report on the motion tablet and were able to continue using the rep's programming system to reprogram the patient's settings to how they were previously. He stated that the patient tolerated the settings fine. No additional information has been received to date.

Event description:
Additional review of data was completed. It was confirmed that an invalid parameters event occurred and programmed the generator to 0.00 ma. The software then tried to program the vns back to the previous settings and experienced multiple communication errors, resulting in the programming event to be unsuccessful. The multiple communication issues is what caused the discrepancy in the database to show inaccurate programmed settings. The phd logs this event as if it were successful, while the decoder does not include the programming since it did not successfully complete. The discrepancy is due to an error in the conversion to the decoder and not an issue with the generator.